Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material: 2420-0500, batch#: unknown. It was reported by the customer that the alarm was sounding as an occlusion so when the rn got to the bedside, they opened the pump to find the bubble in the tubing inside. No injury to patient.

Manufacturer narrative:
It was reported that the tubing ballooned. One photo was taken by the customer that verifies the complaint. The probable root cause for the failure is determined to be a user issue. If the infusion set is not loaded correctly, a ballooning in the pumping segment tubing is possible. The clinical team has been made aware of the issue and can provide additional instructional material for proper loading of the alaris pumps. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
Material: 2420-0500. Batch#: unknown. It was reported by the customer that the alarm was sounding as an occlusion so when the rn got to the bedside, they opened the pump to find the bubble in the tubing inside. Alaris primary tubing 20gtt cat# 2420-0500 -the alarm was sounding as an occlusion so when the rn got to the bedside, they opened the pump to find the bubble in the tubing inside.